Manufacturer narrative:
Additional information, b5: upon follow up it was reported the patient was treated with unspecified antibiotics for the relapsing peritonitis. The antibiotics were discontinued 14 days after the onset of the relapsing event. The same day, the patient was recovered from the relapsing peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The patient was born on an unreported date in (B)(6). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach was reported to be due to ¿non-compliance to the sterilization technique¿. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies, and routes were not reported). Twenty- three days after the date of onset, the antibiotic treatment was discontinued and the patient was reportedly recovered. However, one week later, the patient experienced a relapse of the peritonitis and was re-admitted to the hospital. It was unknown if the patient received treatment for the relapse and the outcome was unknown. At the time of this report, dianeal therapies were ongoing. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.